Event description:
Insulin pump administered 10units of insulin at a random time by its self. I use the tandem tslim smart tech insulin pump. There is no way I did it myself. I was sitting at my office desk and it beeped at me. When I looked to see what the beep was, it was its notification that it was done administering the 10 units of insulin. The pump had been sitting on my leg upside down. When I actually want to give myself insulin, it takes a series of steps to do it. None of these steps was done by me. FDA safety report ID #: (B)(4).